Manufacturer narrative:
One ionicrf¿ generator was received into the lab for analysis.  A review of the system log files confirmed the occurrence of the reported alert message on the event date of (B)(6) 2021 which was unable to be reproduced during the evaluation period. Multiple lesion sessions were successfully executed without error. Temperature and impedance feedback values were as anticipated for the testing performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott, system log files reviewed, and the investigation performed, the occurrence of the field reported issue was confirmed, however, no abnormalities were identified during the evaluation period.

Event description:
During the procedure, there was an issue with a disk drive message. The message displayed there was an issue with the disk drive. It says ¿restart the device by toggling the power switch off/on. Contact abbott for technical support if the problem persists. The issue occurs every time the device is used. The message was displayed on the new device and the ¿loaner¿ that was received. Most of the physicians use a 90 second burn time which the device will not work on. Instead a 60 seconds burn is completed and then additional 30 seconds. At first, it was thought that the machines were just giving the message when connectors to the probes were used. However, this was not the case. The message displays whether using the connectors or not. After, restarting the device, turning it off and on sometimes multiple times, the procedure is able to be completed with no adverse patient consequences. However, a procedure delay occurred due to these issues. The bipolar settings were not used.